Event description:
The article, "prediction model for leaflet thrombosis in patients undergoing transcatheter aortic valve implantation: the effort study", was reviewed. The article presented a prospective, single center study to formulate a prediction model based on laboratory assessments and clinical parameters, providing additional guidance and insight into this relatively unexplored aspect of post-tavi complications. Device included in the study were acurate neo, evolut, portico, sapien 3, and sapien 3 ultra. The article concluded that predictors for leaflet thrombosis after tavi (effort) score might be a helpful tool to predict leaflet thrombosis development and could be used in risk assessment, if validated in confirmatory studies. Therefore, the score has the potential to guide the stratification of individuals for the planning of subsequent multidetector computed tomography (mdct) screenings. [Jolanta m. Siller-matula, department of medicine ii, division of cardiology, medical university of vienna, waehringer guertel 18-20, 1090 vienna, austria, with corresponding email: jolanta.siller-matula@meduniwien.ac.at] the time frame of the study was from may 2019 to october 2022. A total number of 101 patients were included in the study, of which only one (1) received an abbott portico device. The average age was 80.7 years and the majority gender was male (51 out of 101). Comorbidities included coronary artery disease, peripheral artery disease, arterial hypertension, dyslipidemia, diabetes mellitus, atrial fibrillation, heart failure, smoking, coronary artery disease, prior aortic valve intervention, prior acute coronary syndrome, prior stroke, bicuspid aortic valve.

Manufacturer narrative:
As reported in a research article, single center study to formulate a prediction model based on laboratory assessments and clinical parameters, providing additional guidance and insight into this relatively unexplored aspect of post-tavi complications. A total number of 101 patients were included in the study, of which only one (1) received an abbott portico device. Complications included surgical intervention (viv), hospitalization, thrombosis, aortic stenosis, hypo-attenuated leaflet thickening and reduced leaflet motion. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: prediction model for leaflet thrombosis in patients undergoing transcatheter aortic valve implantation: the effort study.